Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot #: not provided. Expiration date: not provided. Unique identifier (UDI#): not provided. Device manufacture date (mm/dd/yyyy): not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and an incomplete flap was created due to patient movement, causing suction loss during laser firing in the right eye (od). Procedure was completed successfully after they did a second pass. No loss of best corrected visual acuity (bcva) was reported. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.50 x -.25 x 179; left eye pre-op 20/20 -4.75 x -.25 x 14.